Manufacturer narrative:
The device's failure to cycle prevented testing to inspect the customer's allegations.

Event description:
Reporter alleged blood glucose device generated a result prior to the test strip being dosed with blood or control solution. Customer stated the meter gave a result of lo before blood was applied to the test strip. No actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.